Manufacturer narrative:
H3: product analysis as found condition: the rebar 18 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. The reported non-mdt guidewire was not returned with the catheter. Additionally, the model and size of the guidewire were not reported. Therefore, any contributing factors from the guidewire, including compatibility with the rebar 18 catheter, cannot be determined. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were observed on the catheter hub. No other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub and tip without issue. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint could not be confirmed, as no issues were encountered while testing the returned rebar 18 catheter, and no damage was noted. The root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged guidewire or delivery system, a low flush rate, insufficient or lack of continuous flush with heparinized saline during delivery, or insufficient device hydration. In this event, the customer stated that the vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. Therefore, an incompatible or damaged guidewire or delivery system, a low flush rate, insufficient or lack of continuous flush with heparinized saline during delivery, or insufficient device hydration could have contributed to the reported issue. Since the non-mdt guidewire was not returned, and the model and size were not reported, any contribution of the guidewire to the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the guidewire was not a medtronic device. The guidewire tip was shaped. No damage found to the rebar 18 catheter and guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the guidewire could not pass through the proximal segment of the rebar 18 microcatheter. It was noted that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The rebar was replaced to continue the procedure. There was no harm or injury to the patient who was undergoing a middle cerebral artery (mca) mechanical thrombectomy procedure. Vessel tortuosity was normal.